Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled device change out, externalized conductors were observed on the right ventricular lead. The lead exhibited no electrical anomalies and remains implanted. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
.